Manufacturer narrative:
Product ID 3888-56 lot# va06uq2, implanted: 2013 (B)(6), product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3888-56 lot# va06uq2, implanted: 2013 (B)(6), product type lead product ID 3888-33 lot# va07eyb, implanted: 2013 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the ¿catching¿ gave the patient a ¿really good sized¿ pain.

Event description:
The patient developed an infection at the bottom of her back that was so bad it got to a point where she could hardly walk. She underwent a surgery from her ¿tailbone up into her shoulder blades¿ due to the infection and it was flushed out. She then developed a spot the size of a 50 cent piece between the shoulder blades that sticks out and was full of fluid. The spot was opened up and was found to be full of ¿blood clot and fluid¿. Two tubes of fluid were drawn out of it on (B)(6) 2013 but was right back up to where it was. Her surgeon told her that it was ugly but would go away. It was really tender and there are a few hard spots there. She was not sure what to do. No more fluid was to be drawn out due to the risk of infection. The spot appeared to get larger every day, but it will go away eventually. The spot was not red or warm but if she moved just right it felt like something was catching. It was noted that the spot was over hardware. It was confirmed that the patient has a seroma which was suspected to be related to the prior hardware. The seroma was filled with clotted blood pre-op and continues to fill with fluid. She has been referred to interventional radiology to drain and treat the seroma. It has nothing to do with the patient¿s device. Additional information has been requested.

Manufacturer narrative:
(B)(4).